Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing intermittent elevated blood glucose (bg 550 mg/dl at its highest) with a trace of ketones. The cause was not known. A corrective bolus was delivered to address elevated bg. Water was consumed to resolve ketones. Elevated bg and ketones had since been resolved. Tandem technical support advised the customer to discuss the event with a healthcare provider.